Event description:
It was reported to boston scientific corporation that an autotome rx 39 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stones performed on (B)(6) 2025. During the preparation, it was reported that the device came out of the package twisted. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be fully recovered. This event has been deemed a reportable event based on the investigation results: the cutting wire kinked. Please refer to block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable investigation results of cutting wire kinked. Block h11: investigation results the returned autotome rx 39 was analyzed, and a visual inspection found the cutting wire was kinked. The working length was also kinked and twisted. No other problems with the device were noted. The product analysis of the returned device revealed the cutting wire kinked and the working length was kinked and twisted. The condition could have been generated as part of the device manipulation during preparation when an excess of force was applied in order to get the device out of the package or during mandrel removal. Based on all gathered information, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.